Event description:
The customer obtained a lower than expected vitros ipth result (patient= 45.8 versus expected= 68.2 pg/ml) from a patient sample processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ipth patient result was not reported from the laboratory. This result was obtained on the second run of an ipth sample correlation study. There was no allegation of inappropriate medical action or patient harm due to the lower than expected ipth result. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros ipth result was obtained from a patient sample processed on a vitros 5600 integrated system. There was no indication that an instrument issue contributed to the event. Additionally, a vitros ipth reagent issue has been ruled out as a contributing factor. The investigation determined the most likely assignable cause of the affected ipth result was user error due to improper sample storage. The lower than expected vitros ipth result was most likely due to intact pth fragmentation in the sample, due to improper sample storage.